Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention due to symptoms meter and test strips were not returned for evaluation. Replacement products not delivered to customer and returned to thi due to incorrect address. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(6): user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer 's condition had improved - able to establish contact with customer who stated their condition had improved and they did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer made several attempts to contact customer to inform customer replacement products not delivered to customer and returned to thi due to incorrect address-unable to establish contact with customer.

Event description:
Consumer reported complaint for error messages (e-3 and e-5). Son is calling on behalf of the customer. The customer reported feeling weak; caller stated they were going to call the customer's primary doctor or go to the ER. Caller stated symptoms were the same as a week or 2 weeks ago when he went to hospital due to high blood glucose. Customer had the meter but he doesn't recall the result with the meter or the hospital's reading. The diagnosis had been high blood glucose. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 01/21/2027 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly.